Manufacturer narrative:
H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions. Analysis was performed on the returned device. The reported separation was confirmed based on the returned device condition. The reported difficulty removing the needles and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. It was reported that needle backdown was not performed after noting difficulty to remove the needles from the barrel after needle deployment. It should be noted the prostar xl instructions for use (IFU), states: if the needles are not easily deployed, back the needles down into the sheath prior to removal of the device. In this case, needle back down could contribute to device entrapment as the needles would still be in the deployed position in the patient through the vessel wall such that contributed to the reported tissue damage and need for surgical removal. A conclusive cause for the reported difficulty removing the needles from the barrel post deployment could not be determined based on the returned device condition. Factors that may contribute to retraction problem (removing the needle from the barrel post deployment) may include, but are not limited to, adhesive in the needle slot, needle tangle, needle not nested. The reported device entrapment and sheath separation appears to be related to the needle back down procedure not used after the difficulty experienced removing the needles as the needles would still be in the deployed position in the patient through the vessel wall. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Corrections: d9, h3 - device available for evaluation updated from no to "yes". H6 - investigation findings code 3221 was removed. H6 - type of investigation code 4114 was removed.

Event description:
Subsequent to the initially filed reports, the following information was received: it was difficult to remove the needles from the barrel after needle deployment. Needle backdown was not performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that may contribute to retraction problem (needle back down) with device entrapment may include, but are not limited to, needle tangle, needle not nested, device redeployed after needle backdown with suture slack not removed. Factors that may contribute to sheath separation may include, but are not limited to, aggressive manipulation, multiple deployment attempts. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9, h3 - device available for evaluation updated to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostar device using the pre-close technique prior to an interventional fontan stenting procedure via a 9f sheath hole. Reportedly, there was no difficulty or resistance with inserting and advancing the device. Following deployment, the needles were difficult to remove and there was difficulty in removing the device. The sheath separated from the handle and remained in the femoral-iliac vein / inferior vena cava. A surgical cut-down was performed to remove the device with difficulty. Hemostasis and vessel repair were performed during the cut down. No additional information was provided.